Manufacturer narrative:
.

Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The lesion being treated was located in the tortuous left anterior descending (lad) artery. The patient moved during the delivery of the 2.70x16 mm liberte bare metal stent, so the physician withdrew the stent delivery system (sds). Upon removal, the stent seemed a bit loose. The procedure was successfully completed with a non-bsc stent. No patient complications were reported. Patient status reported as "good".